Manufacturer narrative:
Additional information was received that the symptoms for infection were redness, swelling, drainage and fever. The patient was prescribed antibiotics. The patient was reportedly doing well. No further course of action at this time. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent a procedure wherein the pocket site was washed out for unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient underwent a procedure wherein the pocket site was washed out for unknown reason.